Event description:
It was reported by the sales rep that the device was used during a laparoscopic hernia procedure. It was reported that the "clip kept 'slipping' off". The case was completed using a ussc endo-clip applier. There was no consequence to the pt.